Event description:
It was reported that the pump did not detect air bubble in the tubing set. According to customer the bubble appears after the "motor". According to the hosp, there were no bubbles in the tubing before the pump - bubbles occurred after the valve. The customer hypothesized that the phenomenon might be related to the saline solution. There was no pt consequence.

Manufacturer narrative:
(B)(4).